Event description:
It was reported that upon preparation of the 0.035 hydra-jag guide wire, the 10cm distal tip of the guide wire separated from the body of the guide wire. The device was not used during the procedure and the procedure was completed with another of the same device without complication. The pt's status is reported as "fine."